Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the mild calcified left anterior descending artery (lad). After a non-bsc balloon catheter was used for pre-dilatation, a 32 x 3.50 rebel stent was implanted to treat the lesion. Post dilatation was then performed at 10 atmospheres using a non-bsc balloon catheter. However, when images were taken from the vessel after post dilation, it was noticed that there were stent was fractured. Subsequently, a promus premier stent was then implanted over the rebel stent and the procedure was completed. No patient complications were reported and the patient's status was well.